Event description:
It was reported that during an unknown procedure, the instrument could not be opened after firing. The surgeon had to cut off surrounding tissue to pull out the instrument. The pt needed an ileostomy, due to the event. There were no adverse consequences to the pt.